Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative, neuro coordinator, reported that while in a spine procedure, there was message error initializing collimator upon boot-up of the imaging system. The system was re-booted a few times, however, error remained. In trouble-shooting, the medtronic representative instructed the site to invalidate home and re-home the imaging system. Error was still present after re-homing process. The surgeon opted to continue and completed the procedure. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2012 - a medtronic representative performed an imaging system check-out. Collimator replaced to address collimator not initiating error. Mobile viewing system (mvs) computer, pleora, system control board replaced to address imaging issue. Test performed. System performed as intended. (B)(4) 2012 - a medtronic representative, following-up at the site, reported that the first system control board received was bad at install. Issuing RMA for another, in addition to a wiring harness. Returns requested. Mvs computer (replaced due to graphics displaying black image), cp/detector kit ( error code 34) and pleora ( not used). (B)(4) 2012 - return requested. Replacement collimator 2-axis with ladder shipped to site. Medtronic investigation of returned suspect collimator 2-axis with ladder, returned on (B)(4) 2012, finds that the bad collimator is confirmed. Installed on system and the message "error initializing collimator" showed on pendant. Opened its cover and found out that the pulling wire was out of its¿ pulley. Mechanical failure ¿ wire fell off pulley. (B)(4) 2012 - return requested. Replacement control board assembly shipped to site. Medtronic investigation of returned suspect control board assembly, returned on (B)(4) 2012, confirmed the problem. Installed on a second imaging system and found the same problem as reported. (B)(4) 2012 - return requested. Replacement control board assembly shipped to site. Medtronic investigation of returned suspect control board assembly, returned on (B)(4) 2012, could not confirm. Installed on a second imaging system and took a lot of 2d and 3d while troubleshooting the other ncmrs. No fault found. Reported issue could not be replicated. On (B)(4) 2012, return requested. Replacement panel shipped to site. Medtronic investigation of returned suspect panel, returned on (B)(4) 2012, no return needed - part not replaced. On (B)(4) 2012, return requested. Replacement computer shipped to site. Medtronic investigation of returned suspect computer, returned on (B)(4) 2012, could not confirm. No fault found. (B)(4) 2015 - delay in surgery identified per medwatch report (maude adverse event report), new information showing that the amount of delay was 60 minutes for troubleshooting.